Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture via ultrasound. Device remains implanted.

Event description:
Healthcare professional reported a left side rupture via ultrasound. Later healthcare professional reported possible "capsular contracture per MRI to be to be evaluated with physical examination," "retroglandular breast prostheses, with short peripheral folds without signs of capsular rupture," and "nodal images with silicone infiltration in the left axillary cavity" per MRI. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.